Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/31/2016. The fse found a sticky pv21 actuator. He replaced pinch valve pv21 and fixed the bellows overflowing. He also replaced the compressor low 60psi. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of 5ml from a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.